Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during installation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h6 and h11. Corrected fields: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, for the reported malfunction blackout image, the probable cause was a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.